Event description:
During a bladder stone removal procedure, the jaw of the grasper broke off. Broken piece was retrieved but stones were not totally removed. Pt stayed overnight in the hosp for observation.